Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels (+600 mg/dl). No further info was provided on the reported issue, and customer declined troubleshooting.